Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter would not power up after being exposed to power outages. The prongs were removed from the adapter and noted to have been damaged. The device would no longer be used.